Manufacturer narrative:
H10: in a good faith effort (gfe) response from the field service engineer (fse) received on 19aug2024, it was confirmed that the power managment (pm) printed circuit board assembly (pcba) was replaced but the issue persisted. Because the issue was not resolved, the fse stated that the device has remained out of service and has not returned to being used on a patient since the pm pcba replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device had displayed a backup alarm failed alarm when turned on. From the error log of the device, the customer confirmed an error code for the backup alarm failure. The customer stated that they wished to proceed with an order for a replacement motor controller (mc) printed circuit board assembly (pcba). This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
On 17jul2024, the customer provided to a remote service engineer (rse) that the motor controller (mc) printed circuit board assembly (pcba) had been replaced, but the backup alarm failed alarm persisted. It was advised to next replace the central processing unit (cpu) pcba or power managment (pm) pcba. The investigation is ongoing.